Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. (Calculated from the date when the system controller was issued to the patient.) The system controller was returned for evaluation. The reported events of worn power cables and difficulty disconnecting the driveline due to a buildup of debris were confirmed during the investigation of the returned system controller. The reported event of constant audio alarms while connected to a power module was unable to be confirmed. Visual inspection of the returned system controller revealed that the housing had been opened, tin foil was wrapped around a portion of the black power cable and the strain relief on the white power cable was detached. An unidentified sticky green substance was visible inside of and surrounding the driveline connector. The substance was also present throughout the inside of the controller housing and on the printed circuit boards. Removal of the tin foil on the black power cable revealed a tear in the insulation that was also surrounded by a sticky green substance. Shielding breakdown was noted at the site of the tear. The insulation of multiple wires was also visible; however, no conductors appeared to be exposed. The green substance is the result of fluid/moisture reacting with components inside the controller and the metal shielding of the power cables. Measurements revealed a breakdown of the insulation between the conductors in each of the controller's power cables. A portion of the insulation of both power cables was removed and fluid/moisture contamination was present in both cables. The contamination likely contributed to the observed insulation breakdown and had the potential to cause the reported event of constant alarming while connected to a power module. The controller was reassembled and a test driveline was connected, however, the driveline connector did not produce an audible ''click'' when the driveline was inserted. The driveline did successfully lock into the controller as it was unable to be removed without pressing the driveline release button. It was not difficult to remove the driveline from the controller but it was noted that the driveline release button was somewhat hard to depress. The returned system controller passed the functional test procedure and was able to support a test pump without issue. While difficulty disconnecting the driveline was not reproduced during analysis, the observed fluid ingress into the driveline connector and controller housing likely contributed to the reported event. The specific source of the fluid ingress was unable to be determined. This event is reported conservatively due to the extent of the identified substance, including the driveline release mechanism. If an emergent controller exchange had been required there would be a potential for patient harm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with complaints of constant alarming while the pump was connected to the power module. The customer reported that the power leads of the system controller were worn and they were unable to disconnect the system controller from the driveline due to a buildup of dirt/debris. The damage to the system controller power leads and the debris did not result in any interruptions in lvad support, the system controller continued to support the pump without interruption and the patient was asymptomatic throughout the event. The system controller was replaced by the manufacturer¿s technical service representative. During preliminary evaluation of the returned system controller on 11/08/2016, visual inspection of the returned system controller found that the case/housing had been opened and an extensive amount of an unidentified substance was observed throughout the inside of the controller housing and beyond, including the controller¿s power cables, and the driveline and driveline release mechanism.